Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported they were seen by a dentist who informed them that they need to cease treatment due to early periodontal disease. They also informed them that they should of denied treatment due to there being not enough of room in their mouth for their teeth to move, and they should have never started due to gum health issues. Patient provided a note from the dentist stating this information. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.